Manufacturer narrative:
The customer called olympus technical assistance center (tac) to report b39 error code on the video system center. A tac representative advised the customer that there is no error code such as b39, adding that the error code should be b30 or b36 (scope communication error). Tac reported b30 error code scope communication error. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h3 additional information: h6 the device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera colonovideoscope, displayed a b error code (communication and transmission problem). The issue occurred during an unknown event the procedure was unknown. There are no reports of patient or user harm associated with this event.